Manufacturer narrative:
Event could not be confirmed. No radiographs were received. No product will be returned as it remains implanted, no product information was given and no further evaluation of the product can be completed at this time. Patient is asymptomatic. There is no current plan for revision.

Event description:
Initial hip replacement (hip arthroplasty) surgery involving a hip prosthesis, thp cement, and synplug cement restrictor, occurred in 2012. Allegedly on (B)(6) 2017 during routine 5 year follow up patient presented discrete oesteolysis in the left hip. Patient attended all previously scheduled follow ups during the five years after hip total prosthesis surgery (left). He indicates good progress. Patient is active and mobile. Walking distances are limited to two hours also due to other problems (e.g. Heart). He doesn't report from any pain in the hip area and frequently uses walking sticks. Prosthesis component is firmly enclosed. Patient shows regular progress five years after above mentioned surgery. No remedial action planned. Surgeon will continue to monitor.